Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 controller and pyxibus module controller board had failed. The field service engineer took the drawer 3.1, replaced all circuit boards to resolve the issue. The customer verified operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user observed that the entire unit would not power on. The customer confirmed that the electrical outlet was supplying power. The power cord was swapped with one from a functioning unit, and the issue persisted, confirming that the power cord was not the cause. No indicator lights illuminated when the power switch was pressed, even with the rear panel open. The user also accessed the area beneath the screen and verified that all internal connections were secure; however, the unit remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.